Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynxgrip vascular closure device (vcd) came out with a wrinkled balloon and did not slide well in the artery, it is difficult for them to move, so it is not possible to place the sealant. The balloon did not lose pressure during use. The user did not shuttle down completely. There was significant resistance when shuttling down. Unusual force was applied when retracting the 5f non-cordis sheath. The advancer tube was engaged. Another (2) 5f mynxgrip vascular closure devices (vcd) balloons did not slide well in the artery, it is difficult for them to move, so it is not possible to place the sealant. The user did not shuttle down completely. There was significant resistance when shuttling down. Unusual force was applied when retracting the 5f non-cordis sheath. The advancer tube was engaged. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was inspected prior to use an no anomalies were noted. The mynx vcd was prepped according to instructions for use (IFU) instructions. There was visible damage in the distal end of the sheath after removal. 5f non-cordis sheaths were used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with an antegrade approach used. The deployer¿s mynx certified. Other procedural details were requested but were not provided. The devices were discarded. A product history record (phr) review of lot f2428502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿shuttle-shuttle advancement issue¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the issues experienced could not be determined. Based on the information available for review and product analyses, it is not possible to determine what factors may have contributed to the issues experienced by the users as the issues were not experienced during analysis of the sterile units. However, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors (which was reportedly damaged at the distal end when removed from the patient), both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. Also, it is unknown what factors may have contributed to the wrinkled balloon; however, handling factors are possible. According to the IFU, which is not intended as a mitigation, it warns ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ it also states, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analyses, phr reviews, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) came out with a wrinkled balloon and did not slide well in the artery, it is difficult for them to move, so it is not possible to place the sealant. The balloon did not lose pressure during use. The user did not shuttle down completely. There was significant resistance when shuttling down. Unusual force was applied when retracting the 5f non-cordis sheath. The advancer tube was engaged. Another (2) 5f mynxgrip vascular closure devices (vcd) balloons did not slide well in the artery, it is difficult for them to move, so it is not possible to place the sealant. The user did not shuttle down completely. There was significant resistance when shuttling down. Unusual force was applied when retracting the 5f non-cordis sheath. The advancer tube was engaged. Hemostasis was achieved by manual compression for less than thirty minutes. There was no reported patient injury. The device was inspected prior to use an no anomalies were noted. The mynx vcd was prepped according to instructions for use (IFU) instructions. There was visible damage in the distal end of the sheath after removal. 5f non-cordis sheaths were used. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with an antegrade approach used. The deployer¿s mynx certified. Additional information was requested but not provided. The devices were discarded; however, six sterile devices will be returned for evaluation.